Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. There were multiple reversions noted on (B)(6) 2012. The device was programmed and the patient would continue to be monitored.